Event description:
Related manufacturer reference number: 2017865-2022-17073. It was reported that during right ventricular lead revision procedure, after connecting new lead patient's implantable cardioverter defibrillator exhibited loss of capture and r wave amplitude variation. The physician suspected that unsuccessful anti-tachycardia pacing was due to device malfunction. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of capture anomaly was confirmed. Functional testing found the right ventricular pacing output was missing. During further testing, the failure mode was lost due to a firmware reset. The cause of capture anomaly could not be conclusively determined.